Event description:
During the index procedure, there was one endeavor drug eluting stent implanted in the 2nd lpl. It is reported that approximately 31 months post index procedure, the patient expired. The cause of death was subarachnoid hemorrhage.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (cva/stroke). Evaluation conclusions: inherent risk of procedure - (cva/stroke). (B)(4).